Manufacturer narrative:
Depuy spine has requested return of the device for evaluaton. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Event description:
International affiliate reports that the confidence needle was impacted into the patients pedicle. After insertion of a guide wire, the needle was being removed when it broke at its mid section. The part of the needle that was in the pedicle could not be removed. The procedure went from being minimally invasive to being an open procedure in order to remove the broken needle section. Surgery time was extended by between thirty and forty minutes as a result of the difficulty. Because of the need to go to an open procedure and the resulting extension of surgery time, a medwatch report is being filed to document this event.

Manufacturer narrative:
Examination of the returned needle confirmed that breakage occurred in the cannula just below the plastic handle. Review of the device history record found no discrepancies. No other complaints have been reported for this production lot. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. No definitive conclusions can be made. However, the breakage is indicative of the application of atypical force upon the needle during insertion and removal, possibly due to contact with the patients hard bone. At this time, the complaint is considered to be closed.